Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. The distal and the medial part were received and subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead fragments. In particular approx. 12.5 cm proximal to the lead tip the insulation body was found rubbed through. However the insulation was found intact. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available.during further visual inspection the lead demonstrated severe explantation damages. Thus no further root cause investigation was feasible. The analysis did not reveal any sign of a material or manufacturing problem.biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted due to high impedances. There were no adverse patient events reported.